Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated via rf telemetry. The asymptomatic patient presented in-clinic for a routine follow-up. Multiple remote monitors had been sent out in attempt to resolve the issue without success. Upon interrogation in-clinic they are unable to switch over to inductive telemetry. A device download which was performed successfully and the device was able to be interrogated with rf telemetry following the device download. The patient was stable.